Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels ranging between 540-541 mg/dl and moderate levels of ketones. Cause of bg/ketones was not known. Correction boluses were delivered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.